Event description:
There was difficulty inflating the balloon of the stent delivery system (sds) when pressure was applied. When the device was removed from the patient, it was noticed that the hub was cracked. The age and gender of the patient is unknown. The target lesion location is unknown. There was no difficulty advancing the product to the lesion. While inflating with positive pressure, the pressure did not increase correctly. The gauge of the inflator indicated loss of pressure while maintaining pressure: at 10 atmospheres ( atms), it decreased to 6, and at 12 atm, it decreased to 8. As a result, the stent could be deployed, but with much difficulty. After the sds was removed from the patient, during the control of the device, a liquid leakage was detected on the grey hub, which would explain the difficulties to increase the pressure. The doctor used another balloon to correctly deploy the stent. There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.